Event description:
In communications with the surgeon it was learned that three days after the operation, a pt developed a high fever which did not respond to broad spectrum antibiotics. Gentamycin was added to the treatment 8 days post op, but the condition still did not improve. An ultrasound suggested ascites and a possible pelvic abscess; pt was taken back to surgery for a laparoscopy 10 days post-op. There was no pus, there was a marked fibrinous exudate over the liver, some of the bowel, and especially in the pelvis. All of the abdominal organs were reddened and inflamed. The abdomen was washed out with saline and drained. The surgeon believed this was either a pelvic infection which had not been localized because of the gynecare intergel, or an allergic reaction to gynecare intergel...post operatively, the pt made a slow but steady recovery, and was discharged 33 days after the original operation. Fluid from the pelvis grew e. Coli. Additional info provided in 7/2003 noted that the pt was on pre-operative antibiotics, augmentin prophylaxis. After the pt developed the fever, they were treated with augmentin, metronidazole, and gentamycin. The operation occurred in 8/2002, and the pt went home 19 days later.